Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a long magnetic rod had been ejected from main drawer 3.2. The field service engineer (fse) determined that the magnetic strip had been incorrectly installed initially. The fse reseated and secured the magnetic strip. After identifying the incorrect orientation, the fse was able to reseat it properly. Although the strip was affixed with double-sided tape, the fse secured and positioned it away from the position sensor, which had most likely displaced it previously. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es during operation, drawer 3.2 ejected a long magnetic rod, station remained functional except for that drawer. Customer stated that drawer was not functioning because it was missing the magnetic strip. The latch released the drawer, but the pocket did not open for medication removal. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.